Event description:
There were difficulties crossing the lesion with the distal part of the device. Multiple attempts were required during advancement and the guide kinked outside the distal tip of the guiding catheter. The kink caused a partial rupture. Measurement was not possible. Another guide could be used to complete the measure with no adverse patient consequences.

Event description:
There were difficulties crossing the lesion with the distal part of the device. Multiple attempts were required during advancement and the guide kinked at 90° outside the distal tip of the guiding catheter. While the device was outside the patient's anatomy, the device fractured. Measurement was not possible. Another guide could be used to complete the measure with no adverse patient consequences.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the shaft had been fractured; the microcables and corewire remained intact and had been exposed. It was noted that the corewire and the shaft had been kinked at the location of the fracture. There were multiple bends and kinks throughout the guidewire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The guidewire damage is consistent with the reported positioning issue. The cause of the guidewire damage is consistent with damage during use.